Event description:
It was reported by the aci sales professional that a (B)(6) male patient underwent an interventional peripheral procedure on (B)(6) 2013. Access was obtained at the cfa (common femoral artery) via a 6f sheath (model unk). A pre-procedure femoral angiogram showed the vessel size to be less than 5mm. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that once the device had been deployed, the sheath would not come back out of the tissue tract. The physician had to deflate the balloon and pull the device out. The patient was converted to 25 minutes of manual compression. Hemostasis was achieved. The patient was ambulated and discharged to home the same day with no clinical sequela noted.

Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. The procedural sheath was pulled back against the proximal end of the shuttle. The sealant was compressed over the balloon's proximal bond and was completely soaked in blood. The introducer sheath stopcock was received in the close position. As per the product instructions for use (IFU), failure to open the introducer sheath stopcock could result in blood being forced (due to pressure inside the introducer sheath) inside the advancer cartridge initiating proximal swelling of the sealant and jamming the unit in the deployed position. The advancer tube was found pushed past the distal tamp lock with the distal tip pressing against the sealant. The distal end of the advancer tube was twisted and bent. However, both the shuttle cartridge and the introducer sheath moved freely on the catheter shaft. The review of the lhr (lot f1329104) indicated that the device lot met all established performance criteria prior to shipment. Based on the provided information and the investigation performed, the root cause for the reported event could not be conclusively determined.